Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated "tubes are overfilling."